Manufacturer narrative:
In the course of manufacturer investigation the device log file was evaluated. Recurring restarts could be confirmed on (B)(6) 2020. This was reported by the user as "complete failure". However no root cause can be retrieved from the logged data that is clearly related to the recurring device restarts. Only the entry "int. Battery in use" was logged several times a few hours prior the event and one time the entry "charge int. Battery" around the time of event. It may be possible that the external cable for the power supply was not fully plugged in at this time. In addition a "mechanical noise" was reported by the user. This sound can be related to the buzzer which is activated in case of a power failure. As the logged data could not provide a clear root cause, the device was additionally analyzed at the manufacturers repair shop. However, all performed tests were passed successfully and no failure was found. Concluding no specific cause could be identified. Generally the device generates corresponding alarms in case of a detected internal deviation. In such a case an alternative independent ventilation device should be used instantly, as described in the IFU.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded; results will be provided in a follow-up report.

Event description:
It was reported by the customer: "complete failure of the device during continuous positive airway pressure (CPAP) ventilation of a patient during the initial stages of an intra-facility hospital transfer. Niv unable to be delivered. Device subsequently intermittently turning on and off with no operator control." Reportedly, there was no detrimental effect to the patient due to the failure.